Event description:
The customer contacted physio-control to report that their device would intermittently reset itself. The biomed at the facility observed that the device would be on and monitoring, then dashed lines would appear followed by a beep. The unit would then power off by itself, then turn on again. There was patient use associated with the reported event; however, the customer advised that the reported issue did not impact patient care.

Manufacturer narrative:
Physio-control examined the customer's device and observed evidence in the device's memory that verified the customer's allegation that the device reset itself. The biomed at the facility was unable to provide a specific date and time for the patient event; however, the patient simulator record that the biomed created while troubleshooting the reported issue verified the device had, in fact, reset itself. Upon opening the unit for a visual examination physio observed that a pcb-mounted jack connector, designator j2, on the system pcb was not properly latched. This caused the display to blink intermittently, but would not have caused the device to reset itself. Physio removed the system pcb for further examination but was unable to duplicate the reported reset issue on a mock-up device. As a precaution, physio replaced the system pcb assembly. After observing proper device operation through functional and performance testing the device will be returned to the customer for use. A conclusive cause of the reported device reset failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.